Manufacturer narrative:
H6; the blade reported involved in this event was returned for evaluation. The reported event, for blade breakage, was confirmed on receipt of the blade. The blade was evaluated by product engineering who concluded that the damage to the teeth is consistent with the blade contacting metal while in use. As the procedure being performed was a tka(total knee arthroplasty) a metal cut guide may have been used. As stated in the reported event description the blade ¿may have hit the cutting guide while in use¿. This statement along with the observed damage to the teeth would suggest the blade made contact with metal while being used, causing the blade to fracture. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the cartridge. Excessive pressure may bend or fracture the cartridge and result in tissue damage, loss of tactile control, and/or the ejection of cartridge fragments at a high velocity."

Event description:
It was reported that that the cartridge blade broke during a surgical procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. It was subsequently reported that the cartridge broke just under the teeth where they attach to shaft during a total knee arthroplasty procedure.

Manufacturer narrative:
Updated event description. The device was not available for investigation. The quality investigation is complete.

Event description:
It was reported that that the cartridge blade broke during a surgical procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. It was subsequently reported that the cartridge broke just under the teeth where they attach to shaft during a total knee arthroplasty procedure.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that the cartridge blade broke during a surgical procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.